Manufacturer narrative:
The t:slim pump user guide states: "change your infusion set every 48¿72 hours." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 402 (mg/dl) and ketones. Reportedly, customer changes supplies every 5-7 days. Customer changed supplies, drank water and delivered a bolus to treat bg levels and ketones. Customer was reminded that supplies should be changed every 48-72 hours. Recommendation was made to consult with health care provider regarding diabetes management.